Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon fired across the cystic artery, the device lockedout and would not release from the tissue. They pulled the handle apart to remove the device and used another like device to complete the procedure. No pt consequence was reported.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.